Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Based on the quality investigation, internal components were evaluated, and the shaft assembly and collet were found to be broken. This type of failure can be caused by switching the attachment between run and load modes, when the device is still operating. Due to the extensive damage, the device could not be repaired and was discarded.

Event description:
It was reported that during a tympanomastoid procedure, a bur broke and remained stuck in the attachment. No device fragments were reported to have entered the surgical site. Back-up equipment was used to complete the procedure. There was no patient or user injury reported, and no adverse consequences were alleged with this event.